Event description:
It was reported to philips that the device had bent battery pca pins. There was no patient involvement.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to bent battery pca pins. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery pca pins. The battery pca pins was replaced to resolve the reported issue. The device remains at the customer site and no further evaluation is required at this time.